Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11615. It was reported the sjm representative met with the patient for reprogramming and was unable to recapture stimulation coverage. The physician had an x-ray taken, which revealed the lead had migrated. It was reported the patient and physician would decide whether surgical intervention will be undertaken at the next appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.